Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient experienced a run of ventricular tachycardia (vt) post impella cp implant. The patient did not lose consciousness or pulse and came out of it. Amiodarone bolus and drops were started. Impella support was continued until the patient was successfully weaned off the impella cp. The patient survived. Additional information was received that the impella was not the cause of the vt. The position was good and not interacting with any structures.